Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the helix would not deploy in the right atrium. When tested out of the body on the table, the helix still would not deploy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.